Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® 9nc 0.109 m 0.2 ml plus blood collection tube has been found experiencing inability to pierce through the stopper during use. The following has been provided by the initial reporter: placed the tube in the device and during analyzing the sample, many refuses came out from the shield.